Event description:
Consumer reported needle broke off in her daughter's leg. Consumer went to ER to have needle surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.